Event description:
A report was received that a customer has always used cidex opa for 30 days to disinfect instruments. The customer wanted to know if this process was correct. A customer care center (ccc) associate reviewed the product IFU with the customer and pointed out that the reuse life of cidex opa is 14 days. The product IFU and a sample policy and procedure were emailed to the customer. The asp medical safety specialist via email to the customer reiterated that cidex opa should not be reused beyond 14 days and to follow the product IFU for proper sterilization and disinfection. Telephone follow-up with the customer revealed that they place the probes directly into the cidex opa container. It was suggested that a secondary container be used for the solution in which to disinfect the instruments and to keep the lids of the container closed in between uses. Again, the reuse life of the product for 14 days was reiterated. The customer confirmed there were no patient adverse effects associated with the reported usage.

Manufacturer narrative:
Na.